Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 22 mg/dl. The paramedics were called, and they administered a glucose gel to the customer. The customer also mentioned unexplained high blood glucose levels since (B)(6) 2014. The customer stated she would be working with an endocrinologist for her high and low blood glucose levels. The product has been returned. Nothing further was reported.